Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from heart-lung bypass or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration on or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate [mild to moderate pvl] may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A pra and CAPA were initiated to document the investigation and assess associated risk for this event. The complaint for "deployed valve exhibits paravalvular leak" was confirmed based on provided imagery. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. As reported, "the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve... At the end of the procedure, trivial pvl was observed in transesophageal echocardiography (tee).on postoperative day (pod) 7, the blood test revealed hemolysis, and increased pvl (mild-moderate) was observed in echocardiography... Emergency device explant was performed at another hospital." As noted, it was reported that patient had valve area 451.5mm2 , and measurement of annular area was 455.5 mm2 per provided imagery. Both measurements fall in the recommendation range for thv size 26 mm per IFU (430-546 mm2); however, a 23mm thv was implanted in this case. Undersized thv may have compromised the seal provided by the skirt between the valve and target site, leading to pvl as observed. As such, available information suggests that procedural factors (undersized thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Per report received from japan, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. The degree of calcification of the native valve was mild, and the size of annular area was 451.5mm2. The valve was deployed with 1ml more than nominal volume and landed 80:20 aortic/ventricular position as intended. At the end of the procedure, trivial pvl was observed in transesophageal echocardiography (tee). On postoperative day (pod) 7, the blood test revealed hemolysis, and increased pvl (mild-moderate) was observed in echocardiography. However, since no symptoms were observed, the patient was put under observation without treatment. As per additional information received, an emergency device explant was performed at another hospital approximately 1.5 months post tavr and a 21mm edwards surgical valve has been implanted without problems. Since mild-moderate pvl and high ldh (2000 u/l) were observed, the decision was made to perform the device explant. After the savr, ldh decreased to 1000 u/l and the patient is recovering well.

Manufacturer narrative:
Investigation is ongoing.